Event description:
Logue, l., saini, p., babinski, k., russi, t. Intrathecal baclofen withdrawal: a rare cause of high morbidity and mortality. Chest. 2014: 146. Summary: baclofen withdrawal rarely occurs in patients receiving intrathecal baclofen (itb). Itb withdrawal from human or device error can be life-threatening. Patients may develop rigidity, seizures, hyperthermia, and shock. Multi-organ dysfunction, disseminated intravascular coagulation, and death can result. Intensivists must be cognizant of confounding etiologies such as cocaine use and neuroleptic malignant syndrome. In severe cases, early intubation, mechanical ventilation, benzodiazepines, anesthesia, and paralytics have reduced complications. Patients refractory to replacement require slow down-titration of sedation and prolonged hospitalization. The authors conclude that severe cases (of itb withdrawal) are rare but need a heightened awareness in patients with myalgias and itb pumps. Intensivists must have a low threshold for early intubation and intravenous sedation before the development of complications in such cases. Reported event: a (B)(6) with t1 paraplegia and lower extremity spasticity, from prior gunshot needing an itb pump, presented with episodic dyspnea, confusion, and lower extremity cramps for two days. He admitted to regular pump interrogations and refills. Exam revealed an anxious man with tachycardia, tachypnea, and hypertensive emergency. He had myoclonus, intact deep tendon reflexes, and absent voluntary motor function of his lower extremities. Labs showed leukocytosis, elevated creatinine kinase, and toxicology positive for cocaine. Oral baclofen and intravenous diazepam was futile. Rapid respiratory failure requiring intubation and mechanical ventilation, shock, and hyperthermia (108°f) ensued. He was cooled, volume resuscitated, started on vasopressors, broad-spectrum antibiotics, benzodiazepines, and supra-therapeutic oral doses of baclofen. Injection of baclofen into the pump and trial of cyproheptadine were ineffective. Imaging and electroencephalography ruled out stroke and seizures. Renal failure requiring dialysis, limb ischemia requiring leg amputation, myocardial infarction, deep vein thrombosis, and prolonged mechanical ventilation requiring tracheostomy complicated his hospitalization. Sedation was slowly withdrawn correlating with a decline in spasms. After two months, he followed simple commands and was discharged to rehabilitation. See attached medwatch.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).